Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that the implant at tooth site #14 was removed due to bone loss. Patient returned to clinic for torque test and implant was loose. Area #14 will need 4 months to heal before another attempt.